Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing a clamp broke off. There was no known patient involvement or procedural delays related to the event.

Event description:
It was reported that during testing a clamp broke off. There was no known patient involvement or procedural delays related to the event.